Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glare/halos, blurred vision, visual disturbances, and patient discomfort. Medication was used. The lens remains implanted. Cause of the event was a patient-related factor.